Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2009, a blog respondent posted, ¿I switched to the oasys a year ago, and have been fighting ulcers in my eyes for the past 6 months. Bacteria, poor care of contacts/cases, overuse, and seasonal allergies were always blamed. I've spent hundreds in doctors appointments, medicine, and various treatments trying to clear this up.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.